Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused via a peripherally inserted central catheter during patient infusion. The device contained fluorouracil 4500mg in 192ml of sodium chloride 0.9%. The expected infusion time was 4 days; however, after 5 days of infusion, the device was still approximately 25¿33% full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bladder which suggested and under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.